Event description:
The suture was used during an unspecified procedure. Reportedly, the suture knot became loose. The surgeon applied another suture to complete the procedure. The hospital has reported no pt injury occurred.